Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture and undersensing. It was also reported that during an ra lead revision procedure it was observed by examination under fluoroscopy that the ra lead had dislodged. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 5076-52 lead implanted: (B)(6) 2014; 6935m62 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.